Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient walked to the bathroom and passed out. The husband assisted the patient back to the bedroom and she sustained 2 black eyes and bruises. At that time, the egv was 225 mg/dl and the bg was 46 mg/dl. The reversal of hypoglycemia was not specified. Two days later, the husband took the patient to the hospital. The patient underwent CT scan, EKG, and bloodwork which revealed a bg of 110 mg/dl. The egv at that time was not documented. The patient was discharged after 6 hours without medial intervention. At the time of the report the patient was continuously tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.